Event description:
Pt went to surgery for CABG. Initial act was 94, after 30,000 units of heparin act was 467. Add¿l units of heparin were given to the pt at the below times with the corresponding act results: 10,000 units at 18:35, act result was 427, 10,000 units at 18:50, act result was 425, 20,000 units at 19:05, act result was 469, 5,000 units at 20:05, act result was 449, 5,000 units at 20:20, act result was 441.